Event description:
It was reported that the insulin cartridge became stuck in the ilet connector, and during the user's attempts to remove it with tweezers, the cartridge broke, rendering the cartridge unable to be removed and the pump unusable; troubleshooting and education were provided, and a replacement ilet was shipped. Symptoms included hyperglycemia with reported glucose over 400 mg/dl for approximately three hours and device alerts for sustained high glucose. Outcomes included use of backup therapy with a manual insulin injection, no ketone testing, no medical intervention, no need for assistance, and no acute health effects. Investigation included a user interview and technical troubleshooting. Investigation of the returned device revealed a damaged or jammed cartridge in the cartridge interface consistent with a device component obstruction; the user denied any drop or external trauma.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.